Manufacturer narrative:
Review of the result file is indicated below :sample tested on crrs3 ( strip lot r062 exp. 12/22/09).0 strip 1 well 1=2 review of the image appears negative. (Jka +);0 strip 1 well 2=2 review of the image appears negative. (Jka +);3+ strip 1 well 3=75 review of the image appears pos. Medium to strong adherence. (Jka -)strip 1 well 4=100 control acted positive as expected.confirmed the reactivity of the jka antigen on retention crrs (3), lot r062, and crrs (I and ii), lot x298, with anti-jka. Customer did not return product or sample for further serological testing.

Event description:
Customer reported unexpected negative reactivity when testing a patient sample with capture-r ready screen 3 (crrs 3) on the echo; an anti-f was detected but the anti-jka was not detected.